Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the ceramic head (insulation beak) was broken. A root cause could not be identified. Based on the results of the investigation, it is likely that insulation beak failure was due to a mechanical component problem. However, the exact cause of the insulation beak failure could not be determined. The most likely cause could be impact, dropping, shock or similar stress. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the subjected device had the beak is missing. The event occurred during the reprocessing. There were no reports of patient involvement.